Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported the ventilator powered on spontaneously. There was no patient involvement. The field service engineer (fse) evaluate the device and the reported issue was unable to be confirmed by operational check. It is recommended to replace user interface board and power management board to prevent recurrence.

Manufacturer narrative:
The user interface (ui) board, ui cable, and ui tray were returned to failure investigation for analysis. Customer complaint verified. The root cause is contamination on the ui board in the area of fb21.

Manufacturer narrative:
G4:03feb2021. B4:04feb2021. The user interface board and power management board were replaced by the field service engineer to resolve the issue. In accordance with the attachment of user interface board (2nd gen), the following parts were replaced: lcd assembly, ui pcba-lcd cable, lcd cable, lcd tray. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.